Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: the black box began on (B)(6) 2017. Due to continuous use of the pump, the black box and pump histories have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient reports elevated blood glucose (bg) readings over the past 2-3 weeks as high as 397 mg/dl, which is abnormal for her. Patient reports feeling excessively tired, with thirst, nausea, headache, and unspecified ketones when bg is elevated. Patient denies any concurrent illness or conditions related to the elevated bg values, and has lost confidence in the pump. Treatment included a doctor's office visit on (B)(6) 2015. Customer support found no issues when troubleshooting. The basal and bolus histories are as expected, time and date are correct. Patient was referred to the health care professional for diabetes management. This complaint is being reported due to an allegation of inaccurate delivery, and because the patient experienced hyperglycemia.